Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Manufacturing date was unavailable.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise. The lead was explanted and replaced during the generator change. There were no patient consequences or symptoms.

Manufacturer narrative:
Analysis found that as received, the middle portion of a partial lead was returned in one piece measuring 42.5 cm. Electrical and x-ray testing did not find any indication of conductor fractures. Conductor shorting was due to lead being damaged at explant. Visual inspection of the partial lead did not find any anomalies except for procedural damage. The reported event of noise was not confirmed.